Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. Product was not returned to the manufacturer. The implant was discarded by the hospital. No visual examination could be performed. Attempts have been made and no further information has been provided notably regarding ref and lot number of the anchoring plates from the event from information provided, & based on the recurrence of this type of event for this implant, it is assessed that the root cause of this issue is related to patient hard bone. The investigation found no evidence to indicate a device issue.

Manufacturer narrative:
Device discarded.

Event description:
Roi-c coated: broken cage while impacting anchor. The cage cracked when the anchoring plate was inserted. Cage and plate were retrieved and it was decided to use starter awl with new cage and anchoring plates. According to reporter, issue is related to patient hard bone and banging hard on the anchoring plate. Patient condition is good and the second implantation was successful. No delay. First cage and anchoring plates discarded. No broken part in the patient body. Additional information was requested but still pending.